Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "ten-year outcomes following a cohort of asr xl total hip arthroplasties" written by gerard a. Kelly, janet c. Hill, seamus o'brien, jane mcchesney, janice dennison, michael stevenson, and david e. Beverland published by hip international accepted by publisher on 5 january 2020 was reviewed. The article's purpose is to determine the initial reasons for revision and the 10-year outcomes of the asr xl. Data was compiled from 122 depuy asr xl thas implanted in 114 patients including depuy corail stems with age range of 19-89 years. At the 10-year follow-up, 65 patients had been revised. The article does not report which components were utilized in revision cases except for one pinnacle cup in an early revision, and it is indicated that some corail stems were left in situ during revision but later revised for loosening. Table 5 reports post revision asr xl complications and re-revisions but does not indicate what products were utilized in the revision. However, any primary corail stems left in-situ from revision surgeries are included in the data compiled in table 5 and include primary corail stems that were left in situ during first revision and then later revised during re-revision for loose stem. Therefore, any adverse events from revision that are possibly related to primary corail stems and the pinnacle cup are captured also within this complaint. Depuy products: asr xl cup, asr xl femoral head, asr xl sleeve (augment), corail stem, pinnacle cup (qty 1). Adverse events: "displaced cup" 2 days post primary (treated by revision to pinnacle cup) table 1 indicates some cups in the revised group were mispositioned. Revisions to primaries components for the following reason: pain. Elevated metal ions. Radiographic or MRI changes (no specific information provided). Loose cups. Loose stems. Complications post revision possibly related to corail stem and/or pinnacle cup: greater trochanteric pain syndrome (treated by injection). Paralytic ileus leading to prolonged hospital stay of 24 days post revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.